Event description:
It was reported that prior to a surgical procedure the tip of the device was found to be missing. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the service evaluation process. Any physical impact can cause product damage or operational failure due to battery movement.

Event description:
It was reported that prior to a surgical procedure the tip of the device was found to be missing. No patient involvement or procedural delays were reported with this event.